Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that there was a scale error due to a bad load cell. No pt involvement or adverse consequences are reported.